Manufacturer narrative:
An intuitive field service engineer (fse) went on site to further investigate the reported issue. The fse was unable to reproduce the reported issue. The fse performed multiple system restarts without observing any error fault. The fse checked the connection on the axes controller joint (acj) and noticed that the j10 connection was slightly loose. The fse reseated the connection. No error code 23072 errors were present in the system logs upon review. The fse performed multiple power cycles and moved the universal surgical manipulator (usm) arm through different ranges of motion confirming no issue. The da vinci system was recalibrated, tested, operated without error and verified ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, recoverable error occurred every time the customer moved universal surgical manipulator (usm) arm 2. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the error logs and confirmed error 23072 occurred, pointing to a mismatch between the primary and secondary setup joint (suj) readings on suj 2. The tse walked the caller through a hard power cycle of the patient side cart (psc). The system powered back on normally, but when the customer moved usm arm 2 the system faulted again with error 23072. The customer continued the procedure with the remaining usm arms by disabling and moving usm arm 2 out of the way after recovering from the fault. There was no report of patient injury.